Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer did not address the low bg as it occurred during the night and when the customer woke up they were no longer low. Recommendation was made to consult with a healthcare provider regarding diabetes management.